Event description:
The customer reported the system locked up, the image quality was poor (previously reported) and there were intermittent generator errors.

Manufacturer narrative:
This MDR is related to ge healthcare. After replacing multiple parts, this eliminated the generator error and poor image problem. The ge service rep suspected that the generator error result of bad batteries that may have damaged recharge pcb and monoblock controller pcb. Also the rep suspected that a problem in the high voltage cable assembly may have contributed to poor image quality issues. He replaced the battery pack generator driver pcb and recharge pcb and cable assembly. He performed a filament calibration. He completed the calibration without error. He made multiple x-rays high and low level and film shots. He completed all x-rays without error. The rep performed a camera alignment, decentralization and adj focus, performed collimator alignment and calibrated collimator shutters and iris. He adjusted the ii sizing, and focus. He also adjusted the kv tracking and confirmed the power supply voltages and transformer taping. The system operates as intended.